Event description:
It was reported that customer experienced cgm error with g7 sensor that showed error code 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed pump reset with guidance, and cgm error did not recur; device was not planned for return and no additional actions were reported.